Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 type of investigation- additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. In addition, signal loss, temporary sensor failure, and sensor failure were found in data in connection with the allegation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was getting 63 and 73 mg/dl on the mobile device. The patient did not have finger sticks to check a manual bg. The patient was found out of it with his head down and their called paramedics. The time at which the family discovered the patient was not specified. However, one of the patient¿s daughters reported that for two days, the cgm readings were consistently at 80 mg/dl and below. Upon arrival, paramedics performed a finger stick test which showed a blood glucose level of 500 mg/dl, while the mobile device still displayed 80 mg/dl. The patient was taken to the hospital and was in cardiac arrest. At the hospital, after the patient was revived, a blood glucose reading of reading of 1500 mg/dl was recorded. The reporter was unsure whether this reading was obtained via finger prick or blood work. No cgm reading was mentioned at that time. The patient was treated with insulin drip. The patient was reportedly revived to life but still in a coma 9 days after the event. Follow up contact was made with the reporter on 09/05/2025. The daughter reported being on the way to the hospital at that time to withdraw care and remove the patient from life support. No other information is available. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.